Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during cataract surgery an ophthalmic operating system exhibited no or poor phacoemulsification power and also the cutting was in and out. The surgery was completed by using another console. Patient health impact was not reported.